Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply module. The system operates as intended.

Event description:
The customer reported the monitor was smoking and not working. No pt injury was reported.